Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system not manufactured by cpi was oversensing resulting in inappropriate shocks and pacemaker inhibition in a pacemaker dependent patient. It was further reported that the oversensing occurred while the patient was lifting a heavy weight. Noise was noted on all three channels at onset. Shocking impedance measurements had increased since implant.